Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11 the device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area (distal end), inadequate dielectric strength due to damaged outer tube, stripes in image due to broken video cable. A definitive root cause could not be established. Based on the results of the investigation, it is likely that following led to malfunctions: damaged fiber bonding in the outer tube area (distal end), inadequate dielectric strength due to damaged outer tube, stripes in image due to broken video cable which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited poor image quality. The issue occurred during set up and inspection . There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.